Manufacturer narrative:
Returned sample evaluation: photo associated with this case was received for evaluation. Batch record review: (B)(4). Investigation conclusion: as a result of the investigation, in which the multidisciplinary team performed a 5why exercise to identify the root causes related with this defect, it was identified the following: -an evaluation was carried out during the sealing and packaging process in bodolay line, and it was observed when the dressing are out of the center of packaging material, get in contact with sealing area, the plates get dirty, hindering the heat transference of the current pieces sealing and the following cycles causing incomplete sealing. -current vision system scope it can identify the following defects, loss dressing, trapped in the seal, empty blister, double dressing, cut dressing, red tape. The opportunity is related to upgrade the current vision system to ensure the capture of channel and open seal during manufacturing production. Actions were taken through corrective action/preventive action (CAPA) record in database. The investigation associated with related corrective action/preventive action CAPA have been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received

Manufacturer narrative:
E1: complainant country: korea, republic of name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092 manufacturing site: 9618003.

Event description:
It was reported that the edge of the foam was sealed with pouch package. The defective quantity was one. The product was not used. A photograph depicting the issue was received from the complainant.